Event description:
It was reported that the pt could not adjust stimulation and received a "call your doctor" icon. It was determined that no programming parameters were set up. The pt claimed to have problems with her recharger and had a replacement sent to her. However, later, it was determined that the implantable neurostimulator (ins) had flipped. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.